Manufacturer narrative:
(D10) concomitant device(s): (B)(6), 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-32 - threaded pin size 3.0 collarless. 8012018106 a10012 - gps implant kit v2.

Event description:
As reported, approximately 4 years post op initial right tka, this 78 y/o female patient was revised due to poly wear. Liner and patella were exchanged. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain x-rays. Product not returning - disposed.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear. A contributing factor to the extent of wear on the tibial insert may have been the result of being packaged in a non-conforming bag for more than 5 years. However, this cannot be confirmed as the device was not returned for evaluation and additional information regarding patient-related conditions or other contributing factors was not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. A contributing factor to the extent of wear on the tibial insert may have been the result of being packaged in a non-conforming bag for more than 5 years. However, this cannot be confirmed as the device was not returned for evaluation and additional information regarding patient-related conditions or other contributing factors was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."